Event description:
It was reported that an alert for noise was reported via merlin.net. Two noise episodes were stored. Noise was noted on the atrial and ventricular channels. All lead measurements were in range and the patient was asymptomatic. The clinician will continue to monitor the device via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.